Event description:
Incident reported as: the ejection hole within the diluter was found occluded. It was found by a nurse as the pt's o2 saturation was dropping. No pt injury reported.

Manufacturer narrative:
Product has been requested, but not received yet. If sample arrives, a complete report will be sent upon completion of investigation by MFR.